Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported that since their surgery, the wires have been extremely tight and uncomfortable in their neck. They have gradually moved up since the surgery. The patient said they are now about an inch above the scarring. The night prior to the report, the patient woke up with stinging in both sides of the neck. The wire bulge out quite a bit in their neck. The patient went to their healthcare provider multiple times and they told the patient the only way to fix it is to redo it. The patient wanted to know if there was any way they could extend the wires. It was suggested to follow up with healthcare provider again. The implantable neurostimulator (ins) is indicated for movement disorders.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 37603, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator.

Event description:
A patient reported that since their surgery, the wires have been extremely tight and uncomfortable in their neck. They have gradually moved up since the surgery. The patient said they are now about an inch above the scarring. The night prior to the report, the patient woke up with stinging in both sides of the neck. The wire bulge out quite a bit in their neck. The patient went to their healthcare provider multiple times and they told the patient the only way to fix it is to redo it. The patient wanted to know if there was any way they could extend the wires. It was suggested to follow up with healthcare provider again. The implantable neurostimulator (ins) is indicated for movement disorders. On 2016-07-25 patltr (con): additional information from a patient reported according to her healthcare professional (hcp) there was nothing that could be done to resolve the discomfort at the neck due to extensions and implants migrating. The patient stated that according to their hcp there was nothing that could be done unless their wires come loose or my battery needs to be replaced. The patient noted this has been an ongoing issue since the since the surgery in (B)(6) 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.